Manufacturer narrative:
A united states customer contacted siemens customer care center to report that a discordant, falsely depressed sodium (na+) result was obtained on a patient sample on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse removed, cleaned, and reassembled the integrated multisensor technology (imt) module. The cse performed an alignment and primed the instrument. Then, the cse ran several tests, which recovered acceptably. The cse further replaced a sensor, performed advanced cleaning, conditioned samples, and performed a dilution check. Quality control (qc) and samples comparison then recovered with acceptable results. The malfunctioned imt module potentially contributed to the discordant, falsely low na+ result. No further evaluation of the device is required. The instrument is performing according to specifications.

Event description:
Discordant, falsely depressed sodium (na+) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician, who questioned the result. The sample was repeated on an alternate dimension vista instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na+ result.